Event description:
It was reported that there was a leak coming from the bottom of the device. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection observed worn device enclosure and line cord, that the display label is torn, and the enclosure has hairline cracks. Reported issued was able to be duplicated. The root cause of the reported issue was found to be damage to the enclosure due to means that could not be determined. No repair actions will be taken due to the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).